Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-04744. It was reported that after the patient experienced trauma, effective therapy was lost. In turn, surgical intervention occurred to explant the system, which addressed the issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-04744. Analysis revealed that the leads were bent / kinked.